Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet user experienced recurrent alert 68 vboost 5p0 over/under voltage alarms that persisted after three guided restarts, and the device was replaced while the user transitioned to backup injection therapy; blood glucose reportedly was not affected and the user continued cgm monitoring with dexcom. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of pump therapy with continued glucose monitoring and use of backup insulin injections. Investigation included customer support troubleshooting, instructions to shut down the device, data synchronization to the mobile app, and return of the original pump for evaluation. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.